Event description:
Medtronic received additional details: the vessel anatomy was normal in tortuosity. The polytraumatic patient was 20 years old. It was second intervention after previously partial coiling of large unruptured post-traumatic pseudoaneurysm 24mm in diameter of internal carotid below the base of the skull. There was a large neck and second small pseudoaneurysm close to the neck of the large one. The second internal carotid was closed because also traumatic psa with large arteriovenous fistula and dissection.

Manufacturer narrative:
A. Patient information - additional information b5 event description - additional information d10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation the pipeline flex embolization device was returned with a catheter. The pushwire was protruding from the catheter hub and the braid was partially deployed from catheter tip. The braid distal end was fully opened and moderately frayed. For further examination, the pipeline flex was pushed out from the catheter without issues. The hypotube was found to be stretched within shrink tubing. Based on the device analysis and reported information, the report of ¿failure/incomplete open distal¿ was not confirmed as the distal end of the pipeline flex braid was fully opened. Based on the returned devices, there was no devices malfunction or no non-conformance to specifications identified that led to the failure to open issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not received. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of a pipeline flex failure to open at the distal section. The pipeline was removed and not implanted. No patient was injury report. The device was prepared and used per the instructions for use (IFU).